Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device had a syncopal episode. The patient was instructed to contact their physician. The local boston scientific field representative did not have any additional information. There were no additional adverse patient effects.